Event description:
Disposable ge steelite laryngocope blades have been recently introduced in our anesthesia/operating room department. When used with storz handles, these disposable blades provide suboptimal intubating conditions including a flickering light and/or total disappearance of light during direct laryngoscopy, as noticed by several trained clinicians in our department. During an urgent oral intubation of a patient, the patient required a rapid sequence induction. A ge steelite mac 3 blade was tested before induction and was found functional. However, during a direct laryngoscopy following induction of anesthesia, the light went off. To prevent desaturation, we had to mask ventilate the patient potentially increasing the risk of aspiration of gastric content. The ge blade was replaced by a mac 4 storz blade and the patient was uneventfully intubated. In addition, the disposable mac 3 ge blade damaged the rim of the light connector/button of the storz handle. The use of questionably compatible ge blades with storz handles may represent a serious safety concern when the margin for product failures should rarely exist.